Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, at 01:30am he obtained a result of ¿81mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿41mg/dl¿ on an emergency room (ER) meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not specify what medications he takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿10 minutes¿ after the alleged issue occurred he developed a symptom of ¿shaky¿ and that at 01:50am on (B)(6)2017, he was treated in the ER with glucose tablets and had a blood glucose test performed on an ER meter which gave a result of ¿90mg/dl¿. During the call, it was determined that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue occurred.